Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2017-04824 and 3006705815-2017-0114. It was reported the patient experienced increased back pain, a sensation of tightness and overstimulation at the ipg site. In addition, the patient is not receiving effective stimulation. Lead diagnostics revealed multiple high impedances. The patient had turned off the scs system because when the scs system is turned on the patient experiences more pain. The patient underwent surgical intervention on (B)(6) 2017 where intraoperatively it was determined the lead was bundled down at the pocket site which was causing the pocket stimulation. The physician decided to explant the entire scs system and abandon the procedure and not re-implant a new lead and ipg as the patient was intubated and the physician would have been unable to intraoperative test for effective stimulation. Postoperatively the patient is stable.